Event description:
The surgeon implanted a silicone lens and he noted a capsular tear. The lens was removed and a vitrectomy was performed. No other pt injuries were noted. Additional info as to the nature of the injury and the clinical outcome has been requested but has not been received. The returned product was inspected and showed no visible damage.